Event description:
The customer reported being hospitalized due to high blood glucose. It was stated that the infusion set was changed multiple times, and the cannulas were bent. The caller stated that the customer inserts in the abdomen and she uses the quick serter. Advised that the customer should remain on her back up of manual injections until further troubleshooting could be performed and the quick serter arrives. Few days later, the customer called back to perform the fixed prime and the insulin did exit. Ran a high pressure test twice and the test failed. The caller mentioned receiving motor error alarms. Performed the displacement test and passed. The customer had some stated having concerns with the device and requested having a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.